Manufacturer narrative:
(B)(4). Correction: no the device is not available. Additional information received from the customer. No injury or consequence to the patient. A device history record review investigation showed no issue that could have contributed to this complaint as reported. Customer reported the device was discarded. Therefore, with no device sample available, no further investigation is possible. Customer complaint cannot be confirmed based on the information received. No corrective actions needed.

Event description:
Customer complaint alleges that "the light of the blade broke during laryngoscopy". No further information was given as to the patient involvement, or clinical consequences.

Manufacturer narrative:
(B)(4). Teleflex has requested additional information from the customer with regards to patient involvement, and any clinical consequences. There has been no response from the customer at the time of this report. The device involved in this complaint has not been returned to the manufacturer. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges that "the light of the blade broke during laryngoscopy". No further information was given as to the patient involvement, or clinical consequences.